Manufacturer narrative:
An event of patient death following heparin-induced thrombocytopenia and "minimal opening of the valve, suggesting thrombus" was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined; however, information from the field indicated that following the procedure, the patient was noted to have continued bleeding due to improper anticoagulation and had a medical history that included hypertension, dyslipidemia and type 2 diabetes. The procedure was also reportedly extended due to a small aortic annulus and friable tissue.

Event description:
Information received from "acute renal failure due to bilateral renal vein thromboses: a rare complication of heparin-induced thrombocytopenia" states that on an unknown date, a patient with a history of hypertension, dyslipidemia and type 2 diabetes underwent a avr procedure and a 19mm trifecta valve was implanted. The patient was administered unfractionated heparin. The procedure was reported to be extended due to the patient's small aortic annulus and friable tissue. The patient remained hemodynamically stable throughout the procedure. Post procedure, a tee revealed severe lv dysfunction and the patient was placed on va-ECMO. The device was observed to be seated properly; however, the valve was not opening properly. In the ICU the patient was noted to have continued bleeding due to improper anticoagulation. A tee demonstrated thickened prosthetic valve cusps and minimal opening of the valve suggesting thrombus. Anticoagulation medication was administered without success and the patient was diagnosed with heparin-induced thrombocytopenia. The patient's condition worsened and was reported to have expired.